Event description:
It was reported that the motor device had an air leak and a cut/hole in the air hose sleeve. During in-house engineering evaluation, it was observed that the device ran in the safety position due to worn out components. It was further determined that the device had an air leak due to a hole in the hose. The device also failed pretest for hose verification and safety assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition of the device running in safety position identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. The assignable root cause for the hose damage and air leak was found to be traced to user. UDI: (B)(4).